Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required for one of the metal insert and one of the head part and lot codes were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Updated patient's initials and gender. Added associated contact and law firm in the facility name.

Manufacturer narrative:
(B)(4).

Event description:
Litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiffs blood, tissue, and bone. Update: litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from metallosis and loosening. All products have been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.